Event description:
It was reported that this device exhibited low right ventricular (rv) lead thresholds. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).